Manufacturer narrative:
Patient's weight was not provided. When the requested information becomes available, a supplementary report will be submitted. (B)(4).

Event description:
Per (B)(4), during clinical procedure implant was placed and it went through the buccal plate, implant was removed.